Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in intensive care unit due to high blood glucose and dka. Caller stated that the customer's blood glucose reading was 524 mg/dl at the time of admission. Caller stated that the customer had a virus that it may have contributed to the high blood glucose. Nothing further was reported.